Event description:
It was reported that after two days of normal pumping of intra aortic balloon (iab), blood was found in the helium tubing. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1 the full event site address is (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID: (B)(4).

Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 type of investigation; investigation conclusion, investigation findings; component code; h11. Corrected fields: d1 brand name, catalog number, UDI number, model number no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.